Manufacturer narrative:
Patient weight unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead. Indications for the procedure: patient has breast cancer and was having a tumor removed near the site of lead implant, and mastectomy. The physicians did not want the lead to interfere with their procedure and they were concerned about radiation. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. To begin the procedure, the physician used a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath. Heavy fibrosis was encountered through the early part of the extraction, necessitating use of the visisheath to dilate tissue, then use of the glidelight to advance through the vasculature. The glidelight progressed past the lead's superior vena cava (svc) coil when the patent's blood pressure dropped significantly. A massive pericardial effusion was noted on transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, sternotomy and bypass. A perforation was discovered beginning in the innominate region and extending down the svc approximately 5-6 cm in length (the area of perforation in the lower svc is what caused the pericardial effusion requiring pericardiocentesis). The repair of the perforation was successful with use of a bovine pericardium patch. The patient survived the procedure. This report captures the 16f glidelight in use when the innominate/svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.